Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) unknown implant, for evaluation. However an x-ray was submitted and visual evaluation was performed, a fracture has been identified on the implant's collar. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown implant] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer submitted images for the reported event. Images show implant fractured at the collar. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar on x-ray. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device was not returned.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided b3: date of event unknown / not provided d1: brand name unknown / not provided d4: lot/serial # unknown / not provided d4: device expiration date unknown / not provided d4: device UDI number unknown / not provided d6a: implant date unknown / not provided d6b: explant date unknown / not provided e1: email unknown / not provided g4: PMA/510(k) number unknown / not provided h4: device manufacturer date unknown / not provided

Event description:
It was reported that patient was referred b/c implant in the #20 site was found to be fractured on radiograph. Due to risk of nerve damage if we were to use trephine to remove the integrated implant, I elected to remove the fractured piece and b--- the implant. Placed an implant in the #21 site and dentist is going to place 3 unit bridge. Placed another implant, removal portion of implant. Procedure completed using another implant or another device, #21, new 4.5 x10mm zimmer. Symptoms as a result of the event: pain, inflammation, loss of crown.